Event description:
The medical affairs specialist has reviewed the documentation from the customer care advocate (cca). On january 13, 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra stopped powering on. The power issue first occurred in late 2008. She claimed that 4 days after the power issue began, she developed symptoms of lightheadedness, dizziness, and sweats. Eleven days prior to original date, she went to urgent care. Her blood glucose was "340 mg/dl" on the doctor's meter and she was treated with around 1.5 units of fast acting insulin. The doctor also increased her glucophage dosages from 500 mg twice daily to 1000 mg twice daily. The cca went through troubleshooting with the patient and noted that the power issue was unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed hyperglycemic symptoms 4 days after the power issue began. About 1 week after the onset of her symptoms, the patient was reportedly treated for hyperglycemia and the doctor increased her medication dosages.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.